Event description:
It was reported that the pt underwent spinal fixation from t2-s1. The tips on the left and right coronal benders cracked while the surgeon was bending the rod. The cracked tips were not discovered until after surgery. There were no broken pieces noted. The surgeon had used the instruments during surgery without any issue. No pt complications were reported.

Manufacturer narrative:
(B) (4): the bender was returned for eval. The upper right and lower left edge of the tips are deformed and cracked. The tip geometry appears to be dimensionally correct. A review of the device history records did not identify any applicable nonconformance to spec.